Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated buttons don't work well anymore and battery change but anomaly persists. The customer stated that the device was not dropped or bumped. The customer was advised that the device will be returned for analysis and is replaced by tnt.